Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, delamination of the valve. Leak test and microscopic analysis was performed which identified, delamination total of the valve, wear abrasion and white particles inner device. Based on the device analysis, the final assessment is: a delamination total of the valve (adhesive failure).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.